Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 10ml ll had tip breakage. The following information was provided by the initial reporter: it was reported that issue with tip of luer lock. When did the incident occur? During use. The tip of the luer lock breaks off when the syringe is disconnected. It can then no longer be used because the broken tip remains stuck in it.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon inspection, the tip is observed to be broken off, verifying the reported concern. A device history review was performed for reported lot 2510032, and no deviations or non-conformances were identified during the manufacturing process that could have contributed to this observation. As part of our standard quality process, final products from this manufacturing line undergo both visual and functional inspections at multiple stages. No issues related to the reported condition were identified during these inspections. Based on the available information, no root cause linked to the device or our manufacturing process was identified. It is possible that the tip broke as a result of over-tightening during connection with the mating device; however, this cannot be confirmed at this time. Complaints received for this device and reported condition will continue to be tracked and trended for future occurrence.

Event description:
No additional information.